Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the image acquisition system (ias) was not moving. Nothing happened when the surgeon pressed the handle. The surgeon tried to restart the system without success. The brake was not activated and the system was not in emergency mode. The clutch had been moved from off and on and it would still not drive. The surgeon manually moved the system and used it. During surgery 3d imaging did not start. 2d was okay. The surgeon attempted 3d again and it worked. At the end of the procedure, the surgeon removed the ias manually. The system was returned to the docking position and the motor was reactivating. There was a delay of less than one hour and no impact to the patient.